Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 3 events were reported for this quarter.   Product return status - 3 devices were received for evaluation. Evaluation status - 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by compromised lubrication. 2 reported events were not confirmed during testing; the devices were found to be within specifications.   Additional information - 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.